Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint that the plunger on the syringes does not work. Customer stated that when she tried to pull the plunger up, the plunger comes completely out. The package was not open or damaged when received. The customer feels well and did not report any symptoms. No adverse events were reported with the use of the product. The manufacturer's expiration date for the syringes is 04/21/2022 and package was opened in (B)(6) 2020. Customer stated that she no longer has any syringes left from this box and so is unable to send back any products for investigation.